Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited progressive high impedance measurements since a few months after impl ant. The physician decided to see the patient in clinic for a close follow up in three months to reassess the lead impedance. The lead remains in use. No patient complications have been reported as a result of this event.